Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated age of the patient who was reported as being in her (B)(6). The patient was described as thin. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the exchange sheath was completely slit and the distal end appeared ruffled/wavy which is an indication that the sheath was stretched beyond the distal end of the tubeset during thumb advancement interfering with clip deployment. However, the exchange sheath had recoiled within specifications when received. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. The instructions for use (IFU) states: closure procedure caution step 1; it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. However, this possibility can not be confirmed as the report received does not include information regarding skin incision. The thumb advancer was retracted from its finish position which is an indication that the access ports were utilized. The clip was found at the distal end of the flex tube/vessel locator wings. The most probable cause for the mislocated clip is likely a combination of the inability of the vessel locator wings to retract properly and anatomical issues preventing the proper ejection of the clip off the distal end of the device. It was reported that there was light calcification of the artery. The garage leaves appeared bent or bow-shaped appearance. This condition is further indication of radial forces applied to the sheath and delivery tube during deployment on tight tissue tract. The device was disassembled and there was no abnormal observation found. There was no shaft carving or bent wings. Based on the investigation of the device, the possible cause for the difficult thumb advancer deployment and difficult removal of the device is related to the operational context during use of the device. There is no indication of a product quality deficiency. A review of the device history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a radiology technician attempted arteriotomy closure of a right common femoral artery (rcfa), with light calcification, using a starclose se device. Reportedly, during advancement of the thumb advancer, about half way of advancing the thumb advancer, significant resistance was felt. The technician continued advancing the thumb advancer and believed he had completed this step and fired the clip; however, hemostasis was not achieved. He had difficulty removing the device from the patient and used the safety features successfully. Manual arterial compression was applied to achieve hemostasis. The patient did not experience any adverse effect. The radiology technician is trained in the use of the starclose se device. Though requested, no additional information was provided.